Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (15 mg/ml at 2.496 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the pump had alarmed and was reading that it was empty, but when the healthcare provider (hcp) went to fill it, it turned out it was not empty. The caller stated that when they thought that the pump was empty the hcp decreased it, which caused the patient to then go into severe withdrawal. The hcp emptied and refilled the pump with a different concentration and the patient was going into the office every couple of days to get it adjusted. The caller stated that their patient activated bolus was increased to 20 boluses a day because of this. It was noted that the hcp is trying to figure out if there is an issue with her pump and that there was a follow-up appointment on (B)(6) 2018. No further complications have been reported as a result of this event.